Manufacturer narrative:
The field lt and rt logs were reviewed, and no alarms or abnormalities were noted. The returned pump was visually inspected and multiple indentation marks on either side of the pump catheter were observed at approximately the 30cm mark. Further examination confirmed that the catheter had been punctured in this location. Therefore, the root cause of the aortic and ventricular bubbles was determined to be damage to the catheter which likely occurred during use.

Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported an (B)(6) white female patient had impella cp pump inserted in the right axillary. After pump implantation large volume of bubbles was visualized in the aorta and left ventricle (lv) concerns of a faulty catheter promoted pump to be removed.